Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The central processing unit board was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost mechanical ventilation during use. The patient was manually ventilated to complete the case. There was no report of patient injury.